Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. Programming changes were made, and device was successfully restored. The patient was stable.